Manufacturer narrative:
No product return for evaluation. Should new information become available, a follow up supplemental report will be submitted.

Event description:
Received information regarding a cartridge alarm 16 during the load process. Customer's blood glucose level was 400 mg/dl. Reportedly, the customer was reusing the cartridge, as she attempted to reload the cartridge with 200 units of insulin.